Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient was discontent with the visual function. The iol was exchanged for a new iol in a secondary procedure. According to the ophthalmologist, there was no causal relationship with the product. Additional information was provided by the ophthalmologist, who reported that the iol was exchanged for a different model and 1.5 diopters difference in power. According to the ophthalmologist, there was no causal relationship "because of incompatibility with the iol or visual acuity recovery after surgery was slow, we replaced the lens according to the patient's request, vision may have recovered if we took more time to follow up".

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Additional information was provided by the surgeon, who indicated that the patient experienced poor vision, blurred vision. The outcome of the event was reported as recovered. The surgeon reported that the lens was not compatible with the patient.

Manufacturer narrative:
Evaluation summary: the product was returned. Blood and solution is on the lens. Both haptics are bent in the gusset area. The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge with a non-qualified handpiece, and a non-qualified viscoelastic. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Power and resolution testing could not be conducted due to the extensive optic damage. (B)(4).